Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and removal difficulty was met. The lead was abandoned surgically and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.